Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. The customer was treated with food. The customer also stated that the insulin pump had multiple insulin pump error and then shuts off. Customer was able to clear the alarm and able to complete insulin pump rewind. The customer stated that they were using the auto mode feature. The insulin pump will not be returned for analysis. .